Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-09-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-09-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-08-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-08-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-09-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-08-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching, despite battery capacity greater than twenty-five percent (25%). The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: 5a (B)(4) product event summary: the returned controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: model#:, FDA conclusion code(s), bat586073: bat586072: bat585489: bat585485: bat586078: bat585487: product event summary: the controller (con301049) and six batteries (bat586073, bat586072, bat585489, bat585485, bat586078, bat585487) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed hairline cracks around power ports one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. An internal investigation was opened to evaluate cracks observed on controllers in the area surrounding the power port connectors. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat586073, bat586072, bat585489, bat585485, bat586078, bat585487, as well as premature power switching due to a communication error involving bat585485. As a result, the reported power switching event was confirmed. The most likely root cause of the power switching event can be attributed to communication errors and momentary disconnections between the controller and battery. An internal investigation is open to evaluate momentary disconnections between the controller and battery. Additional products: battery bat586073, FDA conclusion code(s): 12 battery bat586072, FDA conclusion code(s): 12 battery bat585489, FDA conclusion code(s): 12 battery bat585485, FDA conclusion code(s): 12, 4307 battery bat586078, FDA conclusion code(s): 12 bat585487, FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10 product event summary: the controller and six batteries were returned for evaluation. The waist pack was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat586073, bat586072, bat585489, bat585485, bat586078, bat585487, as well as premature power switching due to a communication error involving bat585485. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving bat585485, which is indicative of a communication error. Alarm log file revealed two critical battery alarms on bat585485, due to communication error. As a result, the reported power switching, critical battery alarm and communication error events were confirmed. The reported waist pack damage event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; events with torn seams on a waist pack can be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the power switching event can be attributed to communication errors and momentary disconnections between the controller and battery. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. An internal investigation was completed to investigate momentary disconnections between the controller and battery. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited critical battery alarms and communication errors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: based on an internal investigation, the root cause of the hairline cracks on the controller was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.